Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted that the mitraclip g4 system instructions for use (IFU) states ¿align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve.¿ as it was reported that it is possible the user did not align the alignment markers correctly, this would have resulted in the reported sleeve steering issues. Based on the information reviewed, the reported sleeve steering issues appears to be due to user error. There is no indication of a product issue with respect to manufacture, design, or labeling. H6: device code 2017 improper or incorrect procedure or method added for failure to follow steps / instruction.

Event description:
N/a.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report sleeve steering issues. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was successfully deployed on the a2/p2. Then a second clip delivery system (cds) was advancing to the mitral valve, but due to sleeve steering issues, the cds was removed and the procedure continued with a new cds. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.